Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, a broken bur was found in the attachment. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, a broken bur was found in the attachment. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device has not been returned for analysis at this time. Additional information will be submitted when the device is received, and if additional information is received and requires reporting. The device has not been returned for analysis at this time.

Manufacturer narrative:
During the device evaluation, no broken bur was found in the attachment. However, debris was found in the attachment, which may affect the functionality of the attachment and lead to the reported failure. The attachment is not a repairable device and will therefore not be returned to the user facility.